Event description:
Customer's father reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose readings of 530 mg/dl. Customer was treated with IV drips at the hospital. Customer reported symptoms of nausea, and vomiting prior to the hospitalization. It was reported that the customer was off the insulin pump one day prior to the hospitalization. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer's recent blood glucose reading was reported to be 290 mg/dl. No further information reported.

Manufacturer narrative:
Unable to prime during prime alarm test due to moisture damage noted in force sensor resistor. Insulin pump passed basic occlusion and displacement test. Unable to perform excessive no delivery alarm test and occlusion test due to prime anomaly. Cracked reservoir tube lip, scratched display window and cracked case near display window corners noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.